Manufacturer narrative:
The device was not returned for evaluation, therefore, no visual inspection and functional testing were performed to determine if the device played a role in the event. The 12-month service history was reviewed, and no similar events were reported in the past. The customer was contacted for to provide service repair history, but no information was provided. Event logs were not provided. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a plum a+ infusion pump which was reported to have alarmed and then shut down during patient infusion of norepinephrine bitartrate. The infusion started at 1:20am in the critical care area of the hospital, the patient's blood pressure was reported to have dropped significantly below physician's orders while a new pump was found and started. The device was replaced and infusion was resumed. When the device was checked at the biomed office, it was noticed the cord was loose. There was no report of medical intervention being associated with this event.